Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the device. Abbott technical support was contacted, the session records were reviewed, and the noise was suspected to be electromagnetic interference (emi). No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.